Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box and download history revealed multiple records of occlusions and loss of prime warnings. On testing, the pump experienced load step malfunction during the load step. The pump was opened for investigation and revealed a misaligned force sensor circuit on the printed circuit board. Complete testing of the pump was not possible due to the load step malfunction.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: misaligned force sensor circuit component on the printed circuit board.